Event description:
Legal claim alleges patient has been revised. **update** (B)(6) 2012 - litigation papers received. It alleges that the patient suffers from pain, popping, fluid, and necrotic material. Litigation also provided the correct dates of implantation and revision. **update** (B)(6) 2011 - medical records were received from legal and are available on the external hard drive if needed. Medical records indicate the patient was revised on (B)(6) 2009 to address liner wear. It was noted that the locking ring was broken. Patient was revised again on (B)(6) 2011 due to a broken poly liner. It was noted that the cup was fractured on the anterior aspect. Additional records are available on disc if needed for further review. (Rt hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
After review of medical records patient was revised to address mechanical failure of right total hip replacement.